Event description:
Related manufacturing reference number: (B)(4). It was reported, that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted, that the right ventricular (rv) lead and the right atrial (ra) lead exhibited high capture threshold measurements. The rv lead and the ra lead were explanted and replaced. The patient was stable throughout the procedure.